Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 540 mg/dl, 42 mg/dl, 221 mg/dl, 369 mg/dl, 521 mg/dl, 158 mg/dl, and 43 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter indicated that he was experiencing some hypoglycemic symptoms during the time of testing. Reporter stated that he self-treated with juice. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and a replacement product was sent.